Manufacturer narrative:
This report is being filed on an international product, list 2g22, that has similar products distributed in the us, list numbers 1l80 and 4p53. All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) result for one pregnant woman on the architect i2000sr analyzer. The customer recentrifuged the initial (B)(6) sample, and it confirmed (B)(6). The sample was found (B)(6) on another method. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The customer used a rapid immunochromatography screening test to confirm the results, instead of the neutralizing confirmatory test required by the package insert. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.